Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder stabilisation surgery the tip of the device broke inside the patient. All the broken fragments are retrieved and nothing will remain inside the patient. The surgeon changed the surgical technique from arthroscopic to open. This was necessary to retrieve the broken fragment.

Manufacturer narrative:
Complaint confirmed. The evaluation confirmed the tip broke at the weld joint and the shaft was bent. Both breakage and bending may occur as a result of leveraging the device against hard bone or another instrument. The device met all material specifications as received.